Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The event investigation is currently underway.

Event description:
It was reported that allegedly after a vena cava filter was deployed, three of the legs were twisted and did not fully open. The filter had been deployed, via a femoral access, in an infrarenal position. The filter was successfully removed, via the jugular vein, using a snare. Another vena cava filter was then successfully implanted. The filter removal and implantation of the second filter occurred during the same procedure. No patient injury.